Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-04289. Per the manufacturer's patient database the patient was implanted with two model 3166 leads. The database showed one of the model 3166 leads was replaced on (B)(6) 2016. It is undetermined which of the two leads was replaced, therefore both model 3166 leads are being reported. It was reported the patient complained he could not increase his scs stimulation. A diagnostics check showed the lower right pns (off-label) lead had high impedance on all contacts. X-rays confirmed the lead was fractured. Follow-up identified surgical intervention was taken and the physician replaced the lead with a new one. The patient reported receiving effective stimulation therapy postoperative.